Manufacturer narrative:
Device received with minor scratches on lcd display window. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and damage. The customer¿s blood glucose level was unknown. The customer reported that the buttons were unresponsive and scratches on pump that made it hard to read screen. The insulin pump will not be returned for analysis.